Event description:
During a pt transfer from electric wheelchair to bed using a vander-lift (not an arjohuntleigh product), the pt slipped through the opening on the sling and fell to the floor. Pt sustained a laceration to the head and a concussion. Ice was applied to the pt's head and they were sent to the ER for eval; sutures were needed to close the wound.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration# (B)(4)) on behalf of the manufacturer bhm medical, inc (registration (B)(4)). Voluntary mw# (B)(4). Additional info will be provided following the conclusion of the manufacturer's investigation.